Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and identified the cause was related to blood left on the outside of the probe. During reproducibility, the first hemoglobin test result was high and if instrument was sitting for 10 + minutes, the hemoglobin values would increase. When samples were run back to back, reproducibility was good with low %cv. The fse also noted residual blood on the outside of the probe after the probe wipe rinse. On (B)(4) 2014, the fse replaced the syringe assembly, peripump tubing and valves lv7, lv8, lv11 and lv12 to address the cause. This MDR is related to MDR 1061932-2014-01758.

Event description:
The customer reported erroneous high hemoglobin test results were recovered for one patient sample on (B)(6) 2014 when using the coulter act diff analyzer. The test results were considered to be erroneous when compared to results from the same sample rerun on another instrument at a reference laboratory, which were considered correct. Erroneous results were reported out of the laboratory. The test results were questioned by the physician and retested on (B)(6) 2014. The physician determined that based on the retest result obtained on (B)(6) 2014, a transfusion was required. The patient transfusion was delayed 24 hours as a result of the incorrect initial results. When contacted on (B)(6) 2014, the customer stated that the patient's condition was being monitored and there have been no adverse reaction to the transfusion. There was no death or serious injuries were associated with this event.